Event description:
The customer returned the device for evaluation and repair of leak at distal end observed during device evaluation. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was heavy deterioration and wearing out of the adhesive on the distal end light guide (lg) and objective (ob) lens. The adhesive of the lg lens was also cracked. The lg lens was broken and discolored. The adhesive of the ob lens was also peeled. The wearing of the adhesive of the lenses created a gap that can lead to staining or dirt inside the lens. This medwatch is being submitted for the reportable issue of the wearing and peeling of the adhesive of the lenses observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that there was heavy deterioration and wearing out of the adhesive on the distal end light guide (lg) and objective (ob) lens. The adhesive of the lg lens was also cracked. The lg lens was broken and discolored. The adhesive of the ob lens was also peeled. The wearing of the adhesive of the lenses created a gap that can lead to staining or dirt inside the lens. Other observations for the device are: grip, control unit, scope cover (s-cover), switch box, and connecting tube have a scratch; air/water cylinder and suction cylinder (s-cylinder) have discoloration; switch (sw) sw1 has a pinhole; due to a crack on plug unit, damage on channel tube (ch-tube) , and pinching on distal end rubber coating (a-rubber) water tightness is lost; due to a scratch on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of up/down (u/d) and left/right (l/r) knobs is out of the standard value; cover of lg-bundle is damaged; bending tube is deformed; water tightness of forceps elevator is lost and there is corrosion around forceps elevator l-arm; and universal cord has coating peeling. The user¿s complaint of leakage from the distal end was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens adhesive peeled due to physical stress such as hitting / dropping the distal end, chemical stress due to chemical solutions used, or the like. Additionally, it¿s probable that moisture invaded the light guide lens and caused corrosion. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.